Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, an insulation anomaly was noted on the right atrial lead. The lead exhibited low impedance in both unipolar and bipolar configurations; multiple stores episodes of auto mode switch due to noise were also observed. Medical adhesive was used to repair the damaged lead and all the electrical values were acceptable. The lead remained implanted. The procedure was completed uneventfully and the patient tolerated the procedure well.